Event description:
Same case as MFR report #: 3005099803-2008-00870. It was reported that during a dilation procedure, the balloon ruptured. Pre-procedure, the device was lubricated with ky jelly and a vacuum was not applied prior to removing the balloon's protective sleeve nor during insertion through the scope. During the dilation procedure, the cre balloon was inserted and inflated to 3atm and 12mm. After two minutes, the balloon was inflated to 4.5atm to achieve the second diameter of 13.5mm, however, the balloon ruptured on this inflation. The procedure was not completed as a result of this event. There were no adverse effects and the patient was reported to be stable following the procedure. It was also noted that the gauge syringe used in this procedure was recycled.